Event description:
Boston scientific received information that five days after this right ventricular (rv) lead was implanted, the lead presented with loss of capture. An x-ray was taken and revealed that the rv lead had dislodged. A lead revision was performed to reposition the lead; however, the helix mechanism was not working during the procedure. This rv lead was explanted successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was discarded and not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.